Event description:
A trilogy evo ventilator was returned to the manufacturer for service with the liquid crystal display (lcd) was not working due to damage; the display was cracked, and the touchscreen function was inoperable. There was no harm or injury reported. The lcd needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.